Event description:
A product liability claim was raised. It was reported that the pt received a durom acetabular cup, right side, on (B)(6) 2007 and underwent revision surgery on (B)(6) 2012 due to loosening of the cup, metallosis and pseudo-tumour.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The lot numbers were received for the devices and the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained form the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. There is not need for further corrective measures. Zimmer (B)(4) considers this case close. (B)(4).